Event description:
It was reported by the customer that their insulin pump display screen was only partially visible. Customer stated the device was cracked and damaged. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No missing segments or partial display was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker. No physical damage was noted on the display.